Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device was dropped, resulting in a cracked touchscreen, after which a malfunction alert with code 42 occurred and the device was replaced; the device component involved was the touchscreen, and the medical device problem was consistent with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen that was consistent with physical damage from impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.